Event description:
Medwatch form received reports: "patient had an arrow IV placed on (B)(6) 2023 and it was discontinued on (B)(6) 2023 as the site was symptomatic. IV removed, a leak was identified to be coming from the catheter near the hub. Upon inspection, a hole was noted in the catheter."

Manufacturer narrative:
Qn# (B)(4). Medwatch report#: mw5116712. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Medwatch report#: mw5116712.

Event description:
Medwatch form received reports: "patient had an arrow IV placed on (B)(6) 2023 and it was discontinued on (B)(6) 2023 as the site was symptomatic. IV removed, a leak was identified to be coming from the catheter near the hub. Upon inspection, a hole was noted in the catheter."